Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated. The patient received a small burn on the inside of the cheek and the user also received a small burn on the hand. No further adverse consequences were reported.

Event description:
The user facility reported that the device overheated. Attempts are being made to obtain additional information about the event; no further information has been received.